Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, there was ¿oozing at the staple line¿ of ¿slow bleeding of less than 2 cc of blood¿ after the surgeon tried to staple the ¿greater curve of the stomach¿ with a sureform 60 stapler instrument and sureform 60 blue reloads. All reload colors, with exception of blue, were reported to have fired correctly. There were properly formed b-shaped staples but slight oozing from the staple line occurred. Staples would ¿lay down ok and the staples were formed but hemostasis was not achieved with blue loads.¿ there was no excessive bleeding, and no blood transfusion was required. The surgeon oversewed the staple line with four sutures to resolve the issue. The procedure completed robotically with no report of patient injury. There have been no reported post-operative complications and the patient was reported as doing fine. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the initial reporter who was present for the procedures and spoke with the surgeon: the event details above were confirmed and the follow-up noted that there were no errors generated when using the blue stapler reload on the stomach tissue. The patient¿s tissue was normal and there was no tissue tension or bunching during the stapler clamping sequence. The surgeon did not encounter any obstructions during the procedure. There were no intraoperative instrument collisions and there were no staple fires on any hard object. The tissue was not calcified, there was no tissue tension, and buttress material was not in use. The stapler instrument and all reloads were inspected prior to use and there was no obvious visible issues. There were no known system errors and no report of malformed staples. There were no stapler clamping issues and no reloads stuck to any tissue. There was no report of tissue pushing/bunching. The surgeon attributed the cause of the staple line oozing as related to an issue specific to the sureform stapler blue reloads. The less than 2 cc of slow ¿oozing¿ was resolved by placement of 4 sutures. There were no other intra-operative complications or medical intervention required. It was reported that the sureform 60 stapler instrument was discarded following procedure completion.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi received three blue sureform 60 reloads for the reported complaint and completed device evaluations. Failure analysis could neither confirm not replicate the customer reported complaint for all three reloads. The reloads were returned and noted to be used/fired without any observable issues upon failure analysis. The reload was disassembled in-house for inspection and no damage was found. A review of the site¿s system logs for the reported procedure was conducted and there were no observed events in the system logs that would suggest a product issue related to the reported event and the logged events were in line with normal system functionality. An isi failure analysis engineer (fae) reviewed the stapler logs for the event and noted the following: per the fae, logs show that sureform 60 stapler instrument (part #480460-09, lot #t90201109-0061) fired six reloads (2 green followed by 4 blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a sleeve gastrectomy procedure, there was ¿oozing at the staple line¿ of ¿slow bleeding of less than 2 cc of blood¿ after the surgeon tried to staple the ¿greater curve of the stomach¿ with a sureform stapler instrument and blue reloads. While there has been no reported post-operative complications and the patient was reported as doing fine, the reported complication required oversewing of the staple line to resolve.